Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient was an inpatient with an indwelling infusion port. The patient was given an infusion port for maintenance as prescribed by the physician, and there was air on retractions, and a small amount of leakage was found at the connection between the needle and the extension tube when the tube was flushed. Subsequently, after replacing the infusion port, there was blood on retraction and the tube flushing went smoothly.